Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was revised when the associated rv lead was revised for a dislodgement. There were no adverse patient side effects reported. Should additional information become available, this event will be updated. On (B)(6) 2016, both leads were found to be dislodged again and both were revised.